Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Reportedly, the pump software was intermittently not suspending insulin properly. Review of the pump data logs by tandem technical support verified that the pump software was working as intended. Reportedly, the customer believed cause of low bg was due to settings requiring adjustments. The customer declined to perform further troubleshooting with tandem technical support regarding the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.